Event description:
It was reported "start up thigh pain noticed. Pt had a right thr procedure in 2006. Pt presented with mechanical thigh pain and groin discomfort. On x-rays part of the femoral component appeared not to be solidly ingrown."